Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v056601, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had uncomfortable stimulation and the therapy was on. The patient felt an increase to stimulation while walking through a security screening device at the grocery store on (B)(6) 2015. The uncomfortable increase to stimulation was in the vaginal area and the patient hadn't been able to raise their left leg since because it hurt and they could feel stimulation sensation there. It appeared that decreasing the amplitude resolved the problem. The patient mentioned they were taking vesicare. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.